Event description:
It was reported that the patient presented in clinic. Upon interrogation of the implantable defibrillator, loss of capture was observed. The device had reached elective replacement due to premature battery depletion. The device was replaced. The patient remained in good condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.